Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation issue as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed, a cause for the reported difficult gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve; however, after the first grasp, the posterior gripper arm would not lower when actuating the grippers simultaneously. Therefore, the cds was retracted back to the left atrium and grippers were cycled. Troubleshooting was performed but failed. The posterior gripper would not lower. The cds was removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.